Event description:
It was reported the closure device prematurely released from the core wire. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was advanced in the watchman access system. The closure device was deployed once the delivery system was in position. Once the closure device was deployed, it released from the core wire without the physician turning the knob to release it. The closure device was in an acceptable position, so it remained implanted in the patient. The position was proximal, the compression was 27-16% and no leaks were noted on the echocardiogram. There were no patient complications.